Manufacturer narrative:
It is unknown if the initial reporter sent a report to FDA.

Manufacturer narrative:
The electronic card was reformatted and the customer deleted excess data from the database. The customer stated the issues seems to have been resolved.

Manufacturer narrative:
The investigation determined there was a read/write error of an electronic card.

Event description:
The customer complained an erroneous intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result was released for one patient. The customer stated she began to receive data file read alarms and database management errors. The instrument stopped sending results to the host system after the alarms. She said specimens with tests that were not completed were resulted by the analyzer as 171 with no flags. The customer manually entered and released one hcg+ss of 171 miu/ml before she realized what was happening. She immediately called the ER and cancelled the order. The customer later ran the sample and obtained a result of 950.9 miu/ml, accompanied by a data flag. This result was determined to be correct. The customer stated the issue occurred for approximately 4-5 samples. There were no adverse events. The technical support representative helped the customer back up and delete data. The customer stated the issue had not reoccurred since that time.